Manufacturer narrative:
The customer reported that the oxygen concentrator was damaged by the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Patient noted the trainer that concentrator went out while in use with life2000 equipment. Multiple attempts were completed in order to obtain further details on the reported event. The device was unable to be sent for inspection by hillrom to complete an investigation. In this event, it was reported that no injury occurred. There was no report of permanent impairment and medical intervention was not required. At present hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
The customer reported that the oxygen concentrator was damaged by the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. This report was filed in our complaint handling system as complaint #(B)(4).